Manufacturer narrative:
A review of the complaint history for sn (b)(6 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a network failure. A field service engineer troubleshooted the station and identified that the station internet protocol address was incorrect. The fse entered the ip address provided by the information technology, but the issue remained unresolved. Fse then assisted the customer with new ip address and reconfigured the settings accordingly, after which the station successfully connected to the network. The fse ensured the station established communication with the server, and the customer verified that the station was functioning properly with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.